Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had low audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was retrieved and attached. Receiver functional testing was performed and passed. Audio\vibration test with global receiver communication tool testing was performed and passed. "Try-it" audio\vibration testing was performed and passed. Digital sound level meter testing was performed and pass. The receiver was opened and an internal visual inspection was performed and passed. Speaker audio intermittent testing was performed and passed. Speaker resistance was measured and was within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.